Event description:
Event was reported to caldera medical by an attorney. The patient has suffered extreme pain, erosion of her internal bodily tissue, dyspareunia, painful scarring, additional surgery, and other injuries. No further information has been provided.